Manufacturer narrative:
Date of birth is estimated.

Event description:
Radiometer reference (B)(4). According to the complaint, on (B)(6) 2025, the medical staff conducted tests on a patient for blood gas, blood oxygen, and electrolytes. The abl90 flex analyzer (serial number (B)(6) measured a potassium level of 6.5 mmol/l, while the biochemical equipment measured a potassium level of 4.25 mmol/l, resulting in a difference of 2.25 mmol/l. The analyzer's potassium measurement was inaccurate, indicating a critical value. Due to the analyzer's high potassium reading, the child was monitored with an ECG, and the nutritional solution in use was replaced, seriously interfering with clinical work.

Manufacturer narrative:
F code changed from f15 to f10. No system measage or error present in the calibration log or quality control log account for this higher result. Higher k readouts of this level in newborns are typically associated with hemolysis, as newborn blood samples are fragile and need to be sampled in a careful manner. When using a capillary tube with balanced heparin for newborns, the sample needs to be mixed right away after collection but in a gentle manner. Not mixing right away can result in clotting, giving a higher k readout. At the same time, mixing too vigorously can cause hemolysis in fragile samples like newborn blood samples. In conclusion, hemolysis is the most possible root cause. As the device didn't malfunction, this event no longer meet the criteria of an MDR reportable event.

Event description:
Radiometer complaint ref. (B)(4).